Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to a grade of 1. The following day, transesophageal echocardiogram (tee) was performed and showed mr had increased to a grade of 3-4. The clip was confirmed stable on both leaflets and there was no suspected chordal or leaflet damage. However, the physician is unsure of the exact cause of the increased mr. On (B)(6) 2019, a second procedure was performed to treat degenerative mr with a grade of 4. One clip was implanted reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.